Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl. Reportedly, the customer miscalculated the amount of insulin needed and subsequently delivered too large of a bolus to address a bg level. Bg was addressed via consumption of carbohydrates. Recommendation was made to discuss diabetes management with a health care professional.